Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implantation using a small flexnav delivery system. The patient¿s baseline rhythm was sinus rhythm, and there was no prior history of conduction disorders, including right bundle branch block (rbbb), left bundle branch block (lbbb), or atrioventricular block. The membranous septum length was reported as 6 mm, and no calcification was confirmed from the annulus to the subvalvular region to the left ventricular outflow tract (lvot). During the procedure, in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted at a final depth of 3 mm at the non-coronary cusp and 3 mm at the left coronary cusp. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was initially scheduled for discharge on (B)(6) 2026. However, on (B)(6) 2026, the patient developed complete atrioventricular block (cavb). A temporary pacemaker was implanted, and the patient was monitored. Due to the development of cavb, the hospital stay was prolonged. A permanent pacemaker was implanted on (B)(6) 2026. The patient was subsequently discharged on (B)(6) 2026. At the time of reporting, the patient was in stable condition.